Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2012 and suture was used. The suture broke while closing the wound. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.